Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
Related manufacturer reference number: 1627487-2022-00323. It was reported that the patient underwent surgical intervention wherein the entire scs system was explanted as they physician stated there was a malfunction of the scs system.

Manufacturer narrative:
A4 patient weight added to the report. E1 initial reporter information updated. The reported event for ipg malfunction was not confirmed. Specific details regarding the malfunction were not provided. As-received, the ipg would not communicate due to a depleted battery. After the battery was recovered, the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed autotest. Ipg functioned as designed.